Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was receiving lioresal via their implanted pump. The drug concentration, dose rate, and drug lot number of lioresal was not documented/ could not be obtained. The patient's medical history included cerebral palsy (cp). The indications were cp and intractable spasticity. As per a physician, the patient's mother indicated the patient was sweating, had a fever, had increased dystonia, and had hallucinations. Other medications (oral, etc.) That the patient was taking at the time of the event included klonopin (no further drug information reported). It was unknown what led to the event. A dye study was performed; the catheter was aspirated and dye was injected. The dye study revealed no catheter issues. The hcp sent off cerebral spinal fluid (csf) to check for infection; results of test were not reported/available at time of the report. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was without injury regarding their status at the time of the report. It was unknown if the issue resolved at the time of the report and it was further noted that the hcp had no further information available. Additional information requested included clarification of lioresal intrathecal (including concentration, dose rate, drug lot number, and drug therapy dates), onset of symptoms, and action/intervention taken to resolve the event. A supplemental report will be provided as additional information becomes available.